Event description:
It was reported that during an arthroscopic procedure the physician was using a topaz microdebrider with the quantum ii controller system. During the procedure the first topaz wand malfunctioned and had an obstructed saline flow. The physician retrieved a second topaz wand which resulted in a 2-3 minute delay. It was reported that the distal end of the second topaz wand, lot #at12910-a fell off into the pt. The physician did not attempt to retrieve any of the debris fragments. The pt was treated with antibiotics pre and post-operatively. It was reported that the pt is recovering normally with no adverse reactions.

Manufacturer narrative:
The first topaz wand used in this procedure has been filed under MDR 2951580-2011-00144. The controller unit used in this procedure has been filed under MDR 2951580-2011-00146.